Manufacturer narrative:
Product analysis: analysis was not able to confirm the reported stylus issue, the stylus was operating properly and there were no loose contacts found with the stylus including the cable. The stylus was calibrated. Analysis also noted that there were errors in the log files, the electrocardiogram (ECG) connector was loose, and the left keyboard hinge was broken. The ECG connector and left keyboard hinge were replaced and the software was updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that programmer stylus would not respond even when the stylus was replaced. The programmer was returned for service. There was no patient involvement.